Event description:
It was reported that the tip of the fiber broke off inside the patient during the ureteroscopy procedure. The fiber tip was removed from the patient with no harm.

Event description:
It was reported that the tip of the fiber broke off inside the patient during the ureteroscopy procedure. The fiber tip was removed from the patient with no harm.

Event description:
It was reported that the tip of the fiber broke off inside the patient during the ureteroscopy procedure. The fiber tip was removed from the patient with no harm.

Manufacturer narrative:
Correction to field d4: unique identifier (UDI) #.